Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported that he went to the emergency room (ER) for an unknown issue. Patient stated that he has elevated potassium levels due to kidney failure. Patient was released from the ER and referred to a doctor. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.